Event description:
A turnpike lp catheter was used antegrade in the circumflex, he wanted to exchange a wire but the wire got stuck in the turnpike lp catheter and the whole system was stuck in the subintimal plain of the coronary. Wire and turnpike lp catheter was taken out as a unit with a lot of difficulty. He was pulling very hard on the wire and the turnpike lp catheter moved like an accordion. Then he re-accessed the vessel successfully with the turnpike spiral catheter and pro water, after gaining access they exchanged pro water for roto-wire , then he removed the turnpike spiral catheter and noticed part of the tip was left in the vessel. Then went in with the rotoblater and rotoblated over the tip. The tip disappeared. The tip ablated into nothing. The case was continued successfully.